Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. However, found moisture damage on the keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump was dropped into the water and it was not working anymore. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.